Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this follow up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the pump, pump error 41, 43. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was able to clear the alarm. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-1880 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0869 inches. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. No pump error 41 or pump error 43 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 43 on 01/05/2023 at10:32:40.000 or 10:32:40 am, and pump alarmed a pump error 41 on 01/05/2023 at 10:32:40.000 or 10:32:40 am. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, motor flex cable, pcba 1, and pcba 2. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, label damage, corroded battery tube, and corroded battery tube spring. Pump error 43 and pump error 41 were confirmed in the pump history files and traces due to moisture damage on the motor flex cable. High sleep current measurement was confirmed due to moisture damage on the electronic assembly, motor, and force sensor. Moisture damage was confirmed found on pcba 1, pcba 2, motor, force sensor, and battery tube and battery tube spring. Cosmetic damage was confirmed found in the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.